Event description:
Litigation papers allege, the patient experienced pain, difficulty with simple daily living activities, and hip dislocations. Papers also allege excessive levels of chromium and cobalt blood levels.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause and/or corrective actions.  Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec'd 5/6/2015- ppd and medical records received. Ppd and medical records were received on 12/2/2013 with the alert date of (B)(6) 2013. These records were reviewed for MDR reportability on 5/6/2015. After review of the records for MDR reportability, an unknown stem is being added to the complaint for the alleged high metal ions. No labs were provided for revision operative note.